Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that temporary image flickering occurred due to communication failure caused by temporary internal flooding due to damage to the coupler part of the camera head. Damage to the camera head can be prevented by following the instructions for use which states: ¿do not strike the camera head. The camera head may be damaged¿ ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image on the hd autoclavable camera head is flickering. The issue was found during preparation for use of a close urology case. The procedure was completed after switching to a similar device with no significant delay. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image flickering was not confirmed. The device evaluation found a bulging cable. Cracks on each side of the video connector. Pressure leak test failed; there was leaking next to the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.